Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article reviewed entitled: "reverse shoulder arthroplasty: the singapore general hospital experience and a simple method of measuring change in the center-of-rotation" by chay-you ang, kah-weng lai, et al in journal of orthopaedics 12 (2015) 97-101, described a study of ten patients, who received depuy delta reverse shoulder arthroplasty, for purposes of developing a technique to measure changes in center of rotation following the procedure. It was reported that one patient, designated as patient 9 in the study, experienced a post-operative complication of wrist drop on the operative extremity, caused by traction injury to the posterior cord of the brachial plexus occurring during procedure. There was no follow-up revision surgery, but it was reported that it required a year for the wrist drop to resolve, and that the shoulder continued to have decreased mobility. Humeral stem component was noted as cemented. Cement manufacturer is unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.